Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited fluctuating impedances on the right ventricular (rv) channel. The impedances were sometimes high and out of range greater than 2000 ohms. The high impedances were recreated in clinic via isometrics and some noise was also observed. A chest x-ray was obtained and under-insertion of the rv lead was suspected but could not be confirmed. The physician has elected to continue monitoring the system via remote monitoring. The rv lead is a competitor product. This ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that fluctuating impedances were also observed on the right atrial (ra) channel. The ra lead is a competitor product. The system will continue to be monitored.